Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to cholesteatoma. Re-implantation is planned but has not occurred as of the date of this report.